Event description:
The lay reporter contacted lifescan (lfs) allegingvhigh readings on the lfs meter. The medical affairs specialist (mas) mailed a letter, since the lay user / patient could not be reached by telephone for further clarification. The reporter mentioned that the approximately 2-3 months ago, the patient received a 234 mg/dl and felt light headed, sick and disoriented. There is no information on when the patient experienced the symptoms (before or after testing). The patient was taken to the hopital and was tested on the hospital device; however, there is no information on what the reading was on the hospital device. There was a 10 minutes difference between the two readings. The patient was treated with orange juice and a "tube of red substance". No further information was provided. It would have been helpful to know the reading on the hospital device when the patient experienced the symptoms, the patient's diabetes regimen, the readings prior to the incident and the diagnosis. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips. The patient had been cleaning the meter incorrectly. Cleaning the meter incorrectly can lead to false blood readings. The technique of applying blood on the test strip was correct. Customer care agent (cca) replaced tests strips.